Event description:
Vacuum assisted vaginal delivery of live term male, apgars 3/3/4, cyanotic and intubated, to nicu, expired 5 days after delivery. Autopsy noted bilateral cerebral edema and subarachnoid and subdural hematoma with extrusion into spinal canal; subgaleal and subcutaneous hematoma and edema. Ob used both kiwi palmpump and kiwi omnicup.